Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. The event history log revealed therapy errors of check patient line and check line and bags. There are no other alarms or failure codes listed in the event history log. There were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. Additionally, a visual inspection was performed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no other defects or malfunctions found with the device. The problem was confirmed in the event history log (as a check lines and bags alarm). The cause of the reported problem could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified alarm that occurred on the homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.